Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Customer alleged that the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Reportedly, the customer was able to charge the pump with an alternate cable. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level that was "high" per continuous glucose monitor readings due to an auto-off alarm suspending insulin. Customer confirmed that there had been no interaction with the pump for an extended period. High bg was addressed with a manual correction injection. Tandem technical support educated the customer on the auto-off safety feature.